Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed said the nurse was having issue heating up in an arctic sun device, water temperature stayed low. Per review of wo notes on 21aug2025, data shows flow dropped to 0.4 cutting power to the heater. Pad was a neonate pad but wasn't available to test or trouble shoot.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. The case data file was evaluated upon receipt. Therapy was started on (B)(6) 2025 at 6:02pm and patient remained within 0.5c of target temperature with no alarms or alerts until (B)(6) 2025 at 12:10. Per review of wo notes on (B)(6) 2025, data shows flow dropped to 0.4 cutting power to the heater. Pad was a neonate pad but wasn't available to test or trouble shoot. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed said the nurse was having issue heating up in an arctic sun device, water temperature stayed low. Per review of wo notes on 21aug2025, data shows flow dropped to 0.4 cutting power to the heater. Pad was a neonate pad but wasn't available to test or trouble shoot.